Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that there was no power to the station. The fse unplugged everything from the power supply and then powered it up and the power supply turned on correctly. The fse then unplugged the pixie cables for both the auxiliary station and the tower station. The tower station powered up without issue, but the auxiliary station did not. After swapping the cables around, fse discovered that the gray pyxis bus cable was preventing the station from powering up. A field service engineer (fse) replaced the faulty cable with one the customer had in stock. The fse checked and replaced cables as needed, removed the backup panels of the stations, cleared debris from the back of the stations, and opened the drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es went offline and could not be powered on. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.